Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the threaded tip of the driving cap was broken and stuck inside the radiolucent insertion handle. Neither instruments are currently usable. It was found in the sterile processing department. There was no patient involvement. Concomitant device: radiolucent insertion handle (part # 03.033.001, lot # unknown, quantity # 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.010.523-us. Lot: l788102. Manufacturing site: bettlach. Release to warehouse date: april 24, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded was received at us customer quality (cq). The threaded distal tip is broken off at the most proximal thread form. The broken off distal threaded tip of the device was received lodged within the radiolucent insertion handle (03.033.001). The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. Functional test: a functional test could not be performed as the threaded tip was stuck inside the radiolucent insertion handle. The allegation of inability to disassemble cannot be replicated at us cq. Dimensional inspection: due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. The diameter of the grove just proximal to the broken tip as well as the shaft diameter was measured instead. The following drawings were reviewed: -driving cap conclusion: the measuring result does show conformity. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. - connector for insertion handle during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Manufacturing record evaluation: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint condition is confirmed for the driving cap/threaded as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.